Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with moderately calcified, moderately tortuous artery and/or device accessories during advancement to the lesion causing the reported stent dislodgment and subsequent difficulty/delayed positioning of the stent. It should be noted that no damage and/or stent movement was identified prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderate calcified, moderately tortuous left anterior descending artery (lad). The 3.5x33mm xience alpine stent delivery system (sds) was advanced and the stent was deployed; however, the physician noted the stent was not aligned with the sds radiopaque marker after deployment. Difficultly was noted in accurate placement of the stent. No other device was need to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.